Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome-other. On (B)(6) 2019 the patient¿s husband reported that the patient had to have her pump repositioned and the catheter replaced because the pump became unanchored and was twisting and the catheter kinked. He thought the issue began about a week after the pump was implanted in (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.